Event description:
Reporter alleged discrepant blood glucose back to back values of hi, 572, and 252 mg/dl when tests were performed 1 minute apart on the advantage system. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.